Event description:
Device malfunction: difficult to remove, failure to retract-locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after deploying the clip, a "dull thud" sound was heard and the device could not be removed. A dilator was inserted into the dilator assisted removal ports, the clip delivery tube was retracted, and the locator wings disengaged, but the device could not be removed. Under fluoroscopy, the locator wings were observed to be in the expanded position. A cut-down was performed and revealed that hemostasis was achieved but the clip remained around the flex-tube and the locator wings were held open by fibrous tissue. The device was removed and the incision was sutured close. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.